Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid during the procedure. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure, the bard/davol hydrosurg irrigator leaked irrigation fluid from the battery chamber and became dysfunctional. It was reported that the pump was discarded immediately once it stopped working and saline began to leak on the floor from the battery pack. As reported, the procedure was completed using another device. There was no reported patient injury.